Event description:
Information was received indicating that smiths medical cadd-legacy pump was beeping without an error message. The patient changed the batteries but the pump still beeped with new batteries. The reported event did not occur with a patient. The patient switched to back up pump. It was reported that the medication being delivered was life-sustaining. There were no adverse effects to the patient due to the reported event.